Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer noted a broken tip on the maryland bipolar forceps instrument¿s jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip tip. The broken piece measuring approximately 0.078" x 0.140" was missing and not returned with the instrument. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.